Manufacturer narrative:
Visual examination of the returned devices identified the stem had fractured at the hole near the taper. DHR was not reviewed as the device shows wear and tear consistent with use over a potential field age of approximately 7 years. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the surgeon had difficulty locking the broach handle onto the broach extract. A piece broke off the broach when the instrument came off. All pieces were accounted for and none left inside the patient. Attempts have been made and additional information on the reported event is unavailable at this time.